Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced. The device was found to over infuse during flow rate testing. A visual inspection found the mechanism to be misaligned in the front case, and the upper mechanical screw was seated crooked. The door hook screws were noticeably absent of a loctite bond which is applied during manufacturing/servicing, which indicated that the screws had been removed in the field. Assignable cause was determined to be unauthorized user facility maintenance by the alteration of the travel setup including the mechanism, pressure plates, and door hook setup. The result of the unauthorized service was a complete lack of travel across all fingers and valves. All issues were addressed during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion). The customer stated they had intravenous fluid (ivf) running faster than 10ml/hr, even though the pump said it was running at 10ml/hr. The user raised the IV pole and it appeared that the drops fell slower. At 1745 the bag was observed as empty. The user hung a new bag and programmed the device to infuse 950cc of the fluids at a rate of 10ml/hr. Approximately 2 hours later the user observed that the bag was almost empty. The device displayed that the fluids infused at a rate of 10ml/hr, however approximately 900cc of lactated ringer's solution had been infused within approximately 2 hours. There was no known patient injury or medical intervention associated with this event. No additional information is available.